Event description:
It was reported that the patient experienced intense foot pain after the trial leads were placed. The patients left foot pain persisted and worsened post-operatively. The physician suspected that the lead could have brushed or irritated a nerve root. The patient underwent a lead pull procedure and the foot pain went away. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0 , model: sc-2316-50e, serial: (B)(4), batch: (B)(4).